Event description:
It was reported that during left-sided cardiac ablation, a suboptimal ¿blue¿ pulsed-field application was delivered. Transient atrio ventricular block was reported, and the procedure was temporarily interrupted. A leadless implantable pulse generator (ipg) transcatheter pacing system was implanted prophylactically to manage the transient atrioventricular block event. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: unknown, product type: pacemaker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.